Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7072399.

Event description:
It was reported that the patient had moderate pain relief due to high impedances. The patient underwent a lead revision procedure.

Event description:
It was reported that the patient had moderate pain relief due to high impedances. The patient underwent a lead revision procedure. Additional information was received that the revision procedure was a lead replacement.